Event description:
Unit is not acting right unit has done same thing twice, as map is increase it then drops to zero, driver shuts off and display goes blank. It has done this twice now pt on following settings at time of incident hz 5 delta p 50 map of 40 it 33 upper alarm at 59 pt switched to cmv, no pt compromise, but they are wanting another unit to put on pt should condition of pt deteriorate. The driver clamps. It seems that it is very tight and they are scratching the bellows/warteraps.